Manufacturer narrative:
(B)(4). Note: this report corresponds with bard's report #(B)(4) for an "uretex."

Event description:
It was reported in the pt's medical records that as a result of having the product implanted, the pt has experienced mesh erosions, requiring 4 excision surgeries and partial sling removal, pelvic/buttock/sacral pain, bilateral leg pain, dyspareunia, vaginal vault prolapse, non-healing wound of perineum, decreased sensation in thighs and buttocks, pelvic floor laxity, and anxiety.